Event description:
The patient was referred to a neurosurgeon for generator replacement due to painful stimulation. The generator replacement was stated to be for patient comfort only. No other intervention was reported and the location of the pain was noted to be the left chest. Clinic notes were received that indicated the patient has felt pain with stimulation in the left chest area for several years. The patient first described the pain as vibrating after a setting adjustment. The vns settings were then decreased in (B)(6) 2017. It was reported that the pain sometimes occurs when the patient turns her head during an office visit in (B)(6) 2018. The patient continued to describe the pain as pain/twinge and a tightness sensation in (B)(6) 2018. The pain was also described as pain/discomfort when the vns fires.

Event description:
It was reported that the patient's settings were adjusted and since then the patient is not experiencing any pain. No additional relevant information has been received to date.

Event description:
Patient reported that her swallowing was getting worse.

Event description:
Initial report was that a patient was feeling pain when the device "goes off." The patient was referred by her neurologist to a neurosurgeon. It is unclear if intervention was taken or what type of intervention is planned at this time. No known surgical intervention has occurred to date. No other relevant information has been received to date.